Event description:
It was reported that during a pulse field ablation procedure the farawave catheter was selected for use, in flower no irrigation was coming from the top, even with high saline pressure bag. Changing guide site, tubing irrigation set and pressure and catheter. The next catheter had the same. No irrigation in flower shape. The procedure was completed with the second catheter. No patient complications were reported. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.